Event description:
A 59-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that on (B)(6) 2026, she experienced significant scalp erythema. She also reported headaches lasting for approximately one week and noted that she had, at times, been sleeping throughout the day. On (B)(6) 2026, the patient underwent unspecified diagnostic tests in a hospital setting and was prescribed an unspecified medication for headache management. On (B)(6) 2026, the patient informed novocure that she had been hospitalized for an unknown treatment. On (B)(6) 2026, an additional report was received by novocure indicating that there was no causal relationship between the headache and optune gio therapy. The report further clarified that the patient had been prescribed loxoprofen sodium and acetaminophen. An additional report received on the same day stated that the patient had been hospitalized due to a brain abscess related to optune gio device use. On (B)(6), 2026, additional information was received indicating that the patient temporarily discontinued optune gio therapy due to the brain abscess.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the brain abscess cannot be ruled out. Headache and hypersomnia were likely secondary symptoms of the brain abscess therefore, not coded separately. Brain abscess is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Manufacturer narrative:
On march 24, 2026, novocure received additional information indicating that on (B)(6) 2026, purulent discharge was observed at the site of the left temporal array and the surgical resection site. On (B)(6) 2026, the patient was admitted to the hospital and underwent surgical removal of a brain abscess and a decompressive craniectomy, followed by a six-week course of antibiotic therapy (vancomycin). Although the infection improved, wound healing was delayed. It was further reported, on (B)(6) 2026, that an unspecified plastic surgery procedure was scheduled.